Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe alrg sftygld 1ml w/ndl 27x1/2 rb experienced smeared/illegible labelling/packaging. The following information was provided by the initial reporter: material no: 305950, batch no: 9302220. One of the 40 trays in the box was empty. Was given the tray and can verify it is factory sealed with 0 of the 25 syringes present. Printing on tyvek cover over tray is very light and hard to read.

Event description:
It was reported that the syringe alrg sftygld 1ml w/ndl 27x1/2 rb experienced smeared/illegible labelling/packaging. The following information was provided by the initial reporter: material no: 305950. Batch no: 9302220. One of the 40 trays in the box was empty. Was given the tray and can verify it is factory sealed with 0 of the 25 syringes present. Printing on tyvek cover over tray is very light and hard to read.

Manufacturer narrative:
H.6. Investigation: a photo was received by bd for evaluation. A quality engineer was able to review the photo of a tray of 1ml, 13mm, 27g bd safetyglide allergy syringes from lot # 9302220, regarding item # 305950 with the reported issue that, ¿one of the trays was received empty and the label content is light¿. The photo was examined and exhibited light or incomplete print on the tray cover. It is difficult to determine if the tray is empty solely from the attached photo. A review of the device history record was completed for batch# 9302220. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure (light print on tray cover), and bd was not able to duplicate or confirm the indicated failure (empty tray).

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: safetyglide-allergy. Device failure: labeling concerns.